Event description:
On (B)(4) 2012, customer reported that lines 22 and 35 were disconnected on the dxc 600 pro instrument; and there was a small amount of fluid (about 5 ml) on top of the flow cell. Lines 22 and 35 are waste lines to the flow cell. Customer stated that they replaced the lines and resolved the issue. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).